Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the device did not cut tissue after five or six bites of tissue because the blade dulled. The patient had a large uterus with fibroids. The surgeon chose to not open another device. The case was completed by converting to an open procedure.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.